Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was still experiencing effective pain relief. The patient did not experience any trauma or weight fluctuations. Surgical intervention took place on 29 november 2023 where the ipg was moved to address the issue. Therapy was restored.